Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced inhibition of pacing and an apparent syncopal spell when a heating pad was placed on the back and electrodes on the skin to deliver electrical stimulus during physical therapy.